Manufacturer narrative:
(B)(4).

Event description:
It was reported during the tka procedure that the femoral implant impactor was worn out and stripped., so the femoral implant bumper didn't hold in place. The incident occurred inside the patient. The procedure was completed with a backup from smith & nephew. It is unknown if there was any delay. No patient injury or other complications were reported at the moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on the knob ring are fractured and the cam arms on the device is embedded with cement, no fractured pieces were returned, rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿, (B)(6). The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.